Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] muscle pain [muscle pain] case narrative: this spontaneous case describes the occurrence of medical device removal ("medical device removal") and myalgia ("muscle pain") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced myalgia (seriousness criterion disability) and underwent medical device removal (seriousness criteria disability, medically important and intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the myalgia had not resolved. No causality assessment was received for essure with regard to myalgia or medical device removal. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal], muscle pain [muscle pain] . Case narrative: this spontaneous case describes the occurrence of medical device removal ("medical device removal") and myalgia ("muscle pain") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced myalgia (seriousness criterion disability) and underwent medical device removal (seriousness criteria disability, medically important and intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the myalgia had not resolved. No causality assessment was received for essure with regard to myalgia or medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.